Event description:
It was reported that the patient's right atrial (ra) lead was oversensing noise. The ra lead was explanted and replaced. The patient was in a stable condition throughout.

Manufacturer narrative:
Further information was requested but not received.

Manufacturer narrative:
The reported event of oversensing noise was confirmed. Final analysis found that as received, a complete lead was returned in two pieces. One external insulation abrasion was found distal to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil consistent with friction to another device or feature of the patient anatomy, while two external insulation abrasions were found proximal to the suture sleeve tie impression both breaching the outer insulation and exposing the outer coil consistent with friction to the device can. The cause of the reported event was due to the exposed outer coil at the abrasion zones.